Event description:
Pt. Was on a ventilator in the ICU. Pt. Was ventilator dependent and sedated. Rcp was performing "vent check" when an electrical arc was observed between the concha iii heater plug and metal plate housing the power receptacle. The device immediately ceased to function. Rcp immediately began manual bag ventilation via endotracheal tube until relieved by a rn. A replaemenet device was then obtained and the pt. Returned to ventilator support. The suspect device was immediately impounded by the ICU rn manager pending transfer of custody to the director of safety who impouned the suspect device pending investigation.